Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, when she simply looked down, she noticed that the infusion set's tubing was pulled out of the connector to the site location, unexpectedly. Her blood glucose level was 299 mg/dl when this issue occurred. The patient did not notice any damage when the package was first opened. No further information available.